Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed performance testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
(B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter was displaying an unknown error message- "strips are not filled." The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on "(B)(6) 2015, morning." The patient denies taking any medication to manage her diabetes and continued with her usual diabetes management routine as a result of the alleged error message. The patient stated that "half an hour" after the alleged error message appeared, she developed the symptoms of "shaking." The patient reported that she received telephone advice from a health care professional (hcp) to eat or drink something. Additionally the patient detailed that on "(B)(6) 2015," time unspecified, she obtained a blood glucose reading of 94mg/dl on another device. At the time of troubleshooting the cca noted that after walking the patient through a retest the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.